Event description:
It was reported that the patient experience pain when is pumping the inflatable penile prosthesis (ipp). Due to this, a surgical procedure was performed to cut the pump from cylinders and replace it with new pump. There were no patient complications.